Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50mm x 20mm emerge balloon catheter was advanced for pre-dilation. However, during the first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was simply and completely removed from the patient's body. The device was replaced with a 2.5x20mm non-bsc balloon catheter but the balloon also ruptured during the first inflation at 12 atmospheres. The procedure was completed with a 2.5x15mm non-bsc balloon catheter. No patient complications nor injuries were reported.